Event description:
The customer obtained a lower than expected vitros phyt result from a single proficiency sample run on the vitros 350 chemistry system. When using a 2x manual dilution, a value of 4.6 ug/ml was obtained from the proficiency sample versus the expected value of 6.69 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros phyt patient results had been questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was obtained from a single proficiency sample run on the vitros 350 chemistry system. The vitros 350 chemistry system could not generate a vitros phyt result when the proficiency sample was run neat, suggesting the presence of a potential interferent. When the 2x manual dilution was repeated at a later date, an acceptable vitros phyt result was obtained from the same proficiency sample. There was no evidence to suggest that the vitros 350 chemistry system or vitros phyt reagent malfunctioned. The investigation was unable to determine a definitive root cause. However, user error while performing a manual dilution or the presence of an interferent in the proficiency sample could not be ruled out as potential contributing factors. The root cause of this event is unknown.